Manufacturer narrative:
(B)(4). One used locator abutment product was returned without original package; therefore, unable to verify part/lot number information. Visual inspection: the abutment has rough wear at the coronal surfaces, and it broke at the post minor thread. The wear on the coronal surface is an indicator that the abutment was in function when it fractured. Based on the placement and removal dates, the customer indicate that the fracture occurred during placement, which it is not supported by the product¿s conditions. Therefore, the hazard is changed to 'abutment is fractured during function' there is no manufacturing defect noted. No device lot number was provided so a device history record review could not be performed. Complainant reported that the locator abutment fractured during placement. Based on visual inspection, the reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The complaint and product associated with this complaint was received, reviewed, and evaluated as required by zest dental solutions. Based on zest's evaluation of the returned product, there was no change in reportability for the reported item. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the locator abutment screw fractured.